Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly leading to the pump shutting down on multiple occasions. The customer¿s blood glucose was high on one occasion but remained below 400mg/dl on all shutdown events. Bg was corrected via a manual injection. The customer reverted to an alternate method of insulin therapy.